Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2 to harvest the radial artery. After the dissection process was completed, the harvester began using the hemopro 2 device to ligate branches. After several uses, the harvester noticed that the metal within the jaws of the device had separated from the plastic coating of the jaws. Due to this defect, the device was deemed not safe for use and was removed from the surgical field. A new kit was opened up and the remainder of the case was finished with no further issues. No injuries or adverse outcomes occurred due to the defect.

Manufacturer narrative:
Trackwise # (B)(4). The lot # 25163444 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory for evaluation on 08/17/2022. A photograph was provided by the account. A photographic inspection was conducted. Signs of clinical use and evidence of charred material was observed on the heater wire and the jaws. The heater wire was observed to be flexed away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. There were no visual defects observed on the clear silicone insulation on both the cold and hot jaws. An investigation was conducted on 08/23/2022. A visual inspection was conducted. Signs of clinical use and evidence of charred material was observed on the heater wire as well as on the clear silicone insulation on both the cold and hot jaws. The heater wire was observed to be flexed away from the hot jaw closest to the tip of the hot jaw. There were no visual defects observed on the clear silicone insulation on both the cold and hot jaws. No electrical testing was conducted due to the condition of the heater wire. Based on the photographic inspection as well as the evaluation results, the reported failure "material twisted/bent wire" was confirmed.